Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps was analyzed, and the reported event with the instrument could not be replicated nor confirmed. The electrical continuity test was performed between the main tube and grip tips as well as the main tube and electrical pins at the proximal end both results were no electrical continuity from the main tube. Based on the investigation results, the customer reported issues may be due to other factors unrelated to the product. Furthermore, the instrument was found to have surface degradation along the entire length of the main tube. Underlying glass fibers of main tube are exposed due to degradation. The conductor wire was found to have a retracted insulation. The instrument passed the electrical continuity test which are between the grip tips and the electrical pins at the proximal end. Components adjacent to this wire do not show damage.

Event description:
It was reported that during central processing, there was positive electricity on the black body part of the maryland bipolar forceps arm. The procedure in which the instrument was used was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps was analyzed, and the initial findings were confirmed. The instrument had the insulation of the conductor wire retracted. No broken cables were found on the instrument. It is unclear what could cause the insulation to be pulled back.

Event description:
Refer to h11 for follow-up information.